Manufacturer narrative:
During the device evaluation, service found the camera cover at the distal end was chipped, and the bending section cover was leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported to olympus medical that the evis lucera elite bronchovideoscope was leaking. The issue was found during reprocessing. There was no patient or user harm reported. The device was returned for evaluation. The inspection found the insertion tube coating was deteriorated and peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed insertion tube coating peeling issue could not be determined, however, the issue was likely the result of stress due to repetitive use, chemical/reprocessing and or storage environment.the event can be detected/prevented by following the instructions for use section which state:-inspection of the endoscopic image¿-when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage¿.¿-do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage¿.olympus will continue to monitor field performance for this device.